Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the subject device tested positive for coagulase negative staphylococci (4 cfu/endoscope). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. The suction channel of the subject device tested positive for pseudomonas aeruginosa (17cfu/channel) the instrument channel of the subject device tested positive for pseudomonas aeruginosa (7cfu/channel) the auxiliary channel of the subject device tested positive for unspecified microbes (3cfu/channel) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. There was no report of infection associated with this report.